Event description:
It was reported by healthcare professional "catheter was inserted in the morning, without complications (B)(6) 2022). Patency test ok before being put into use. At 4:00 pm, I was informed by the nurse who helped me in the procedure that the catheter had completely ruptured near the fixation wing."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reds2498 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2498) have been reported from the same facility in brazil.

Event description:
It was reported by healthcare professional "catheter was inserted in the morning, without complications ((B)(6)). Patency test ok before being put into use. At 4:00 pm, I was informed by the nurse who helped me in the procedure that the catheter had completely ruptured near the fixation wing." 07/13/2022: add info received from customer. Was there any harm to the patient/health professional? Yes, patient harm as prescribed intravenous therapy required administration into central vessels. The nb remained with a peripheral catheter for a few hours and a new PICC was inserted at night, requiring new sedation and exposure. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No. Was there exposure of blood or chemotherapy to the mucous membranes or skin? No. What drug was being administered? Cefotaxime. How was the procedure completed? As soon as complete rupture was evident, the catheter was promptly removed from the vessel. What is the patient's current status? The patient has already been discharged. Completed the cefotaxime regimen with insertion of a new PICC on the night the event occurred.

Event description:
It was reported by healthcare professional "catheter was inserted in the morning, without complications (02/07/22). Patency test ok before being put into use. At 4:00 pm, I was informed by the nurse who helped me in the procedure that the catheter had completely ruptured near the fixation wing." 07/13/2022: add info received from customer. Was there any harm to the patient/health professional? Yes, patient harm as prescribed intravenous therapy required administration into central vessels. The nb remained with a peripheral catheter for a few hours and a new PICC was inserted at night, requiring new sedation and exposure. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No. Was there exposure of blood or chemotherapy to the mucous membranes or skin? No. What drug was being administered? Cefotaxime. How was the procedure completed? As soon as complete rupture was evident, the catheter was promptly removed from the vessel. What is the patient's current status? The patient has already been discharged. Completed the cefotaxime regimen with insertion of a new PICC on the night the event occurred.